Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was noticing something unusual with their stimulator. When the patient lays down it pulses instead of staying a constant steady frequency. No environmental issues or external factors were noted. The rep was going to see the patient on 1/31/18. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they were having difficulty charging and had poor coupling. The representative checked the implant which was found to be almost perpendicular to the skin. It was noted that the patient had gained 50 pounds and had the difficulty charging for over a year. Further information received form the representative reported that the representative reprogrammed the patient and took them off of cycling and reduced the soft start time. The problem seemed to be fixed.